Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.0/3.0/093 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the patient's left eye (os). The lens was implanted on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a replacement lens. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).